Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that after using the micropore-paper tape 1x10 yds his skin gets itchy, no further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).